Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the display had a black spot and therefore was replaced. It was also indicated that the system fan was noisy and therefore was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.